Manufacturer narrative:
Both contact persons from the hospital whom have reported the event have been contacted several times to get more information. But no questions have been answered so far.

Event description:
According to the complaint received, a measuring of scalp ph during birth on the abl800 analyzer was unsuccessful and as consequence a sectio was performed.

Manufacturer narrative:
The investigation performed based on provided data concluded that: all qc measurements were within upper/lower limits. Nothing exceptional to see on the patient ph measurements. Since it was not been possible to find that the analyzer had failed, the root cause cannot found.